Event description:
Alleged the pt positioning monitor is not alarming when the pt exits the bed. He stated there were no injuries.

Manufacturer narrative:
The bed exit tape switches were replaced to repair the bed.